Event description:
It was reported that the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead oversensed noise which triggered inappropriate mode switches. The atrial lead was capped and replaced on (B)(6) 2023. The patient was discharged from the hospital after the procedure.